Event description:
Sorin group (B)(4) received a report that the level sensor was not working properly because it was reading that the reservoir was full all the time. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) mfrs the sensor, low level ii. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the level sensor was not working properly because it was reading that the reservoir was full all the time. There was no report of pt involvement. A sorin group (B)(4) field service rep was dispatched to evaluate the issue. The field rep tested the level sensor and confirmed the issue. The level sensor was replaced, the system was reset and subsequent testing confirmed that everything was functioning properly. Sorin group has requested that the sensor be returned for eval. To date, no product has been received. The investigation is ongoing. A f/u report will be filed when te investigation is complete.